Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with sugar. Patient has been experiencing low blood glucose for yesterday. The customer's mother stated that the nurse in school dose her daughter about 4 times in a three hour period. The customer was advised to speak with health care provider regarding the low blood glucose, monitor pump and discuss concerns with nurse.